Event description:
Additional information was received from pharmacovigilance on jun 25 2012 as follows: a sample of pd effluent was sent for culture and showed" non hemolytic diphtheriods", gram stain results not available. A sample of pd effluent showed 19,477 wbc's. On (B)(6) 2012, treatment was started with vancomycin 30 mg/l of dianeal pd 2, ambuflex ip nightly and ceftazidime 250 mg/l of dianeal pd 2 ambuflex ip nightly. On (B)(6) 2012, the treatment was completed and stopped. The nurse reported the cause of the peritonitis was due to a hole in the catheter and cause of the hole in pd catheter was unknown. On (B)(6) 2012, the patient was discharged from the hospital. The peritonitis was resolve as evidenced by "all follow up pd effluent cultures showed no growth"(dates for the follow up pd effluent cultured were not provided. The pd therapy was ongoing. Peritonitis was not related to any baxter products (drugs, disposable or device) patient injury reported: yes medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).